Event description:
It was reported that during a gastrectomy procedure, the tissue pad had fallen off when the nurse cleaned the blade out of the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.